Event description:
Following a diagnostic procedure, an angio-seal device was placed. Five days later, the pt presented with high fever, and a 1-2 cm indurated area at the puncture site (not reddened or warm).two days later, the pt presented with purulent drainage from the site. The pt was diagnosed with having a thrombus formation in the distal artery. The pt went to surgery on 07/02/1997 (pre & post-op diagnosis of right groin abcess, right fermoral thrombosis, right femoral bacterial arteritis, and right femoral foreign body). Pus (with gram positive cocci in clusters) was found in the subcutaneous tissue tracking along the suture to the anterior arterial wall of the common femoral artery. A resection of the 2-3 cm of illio-femoral artery with a vein patch was performed. The pt also had an embolectomy of embolized abcess material from the superficial femoral and trifurcation. On 07/07/1997, septic emboli were noted in the pt's heel; the pt was subsequently placed on IV antibiotics for two weeks.